Event description:
Customer reported a problem with an insulin device that failed to measure insulin correctly in its reservoir, which made it difficult to refill during changes. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.